Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl had foreign matter inside the cap of the syringe. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples for evaluation. Complaint: "fm inside cap of the syringe even though the packaging is intact." The returned sample was inspected and the sample confirmed to have presence of fm. The non-conformances were reviewed for this batch; there were no non-conformances related to this defect. Confirmed. The customer complaint is related to fm found on the tip cap as a result of the moulding process. The issue is transient and is an isolated occurrence for this lot. Root cause: a root cause is not fully assignable in this instance, but based on the sample supplied it is possible that the fm originates from the moulding process. CAPA: n/a. This is an isolated incident, no non-conformances or previous complaints relating to this issue for this lot. Investigation conclusion: a root cause is not fully assignable in this instance, but based on the sample supplied it is possible that the fm originates from the moulding process.